Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon had ruptured and blood was seen in the tubing. The balloon was replaced to continue therapy. There was no reported injury to the patient.